Event description:
It was reported that, "dr. (B)(6) operated on a female patient complaining of knee pain. Dr. (B)(6) opened the knee and dissected down to the knee joint. He decided the knee may have been unbalanced and first decided to try a thicker polyethylene insert. He ran the knee through a range of motion, and decided to trail a #3 11mm and 13mm ps insert. After running the knee through another range of motion and stability test, he decided to remove the primary femoral component. While removing the femoral component he decided he was going to reimplant a triathlon total stabilized femoral component.

Manufacturer narrative:
At this point he decided to offset the femoral component 4mm's and cut for a 5mm posterior augment on the medial and lateral sides. Once the final cuts were made, a trial was assembled to match the sizes and cuts listed above. Dr. (B)(6) decided to trial the femoral component with a triathlon ps insert trial (#3 13mm). He ran the knee through a range of motion and stability check, and decided he wanted to trial a # 3 13mm triathlon total stabilized insert trial. I told him that using a total stabilized insert with a primary base plate was "off label use" and explained why. Dr. (B)(6) made the decision to move forward with the #3 13mm triathlon ts insert. He was unable to use the reinforcing pin, because a primary base plate had previously been implanted. He ran the knee through one more range of motion and stability check before closing the knee." Additional information has been requested and if received will be provided in a supplemental report.